Manufacturer narrative:
Hill-rom technical support suggested to replace the scale board. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the nurses stating. The bed was located in g67 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).